Manufacturer narrative:
H3: to date, the device had not been returned. If returned, a supplemental MDR will be submitted for analysis results.

Event description:
During an angioplasty procedure, a balloon catheter was used and would not deflate. The patient was sent to the hospital to resolve the issue. The fistula was located in the patient's arm in the subclavian vein. The level of vessel calcification and lesion length were unknown. The degree of stenosis was approximately 50%. The balloon was inflated to 14psi and prepped per IFU requirements. The reported issue occurred during initial inflation. The patient was noted to be larger and the physician was unable to locate the exact area confidently with ultrasound to deflate the balloon. The physician thought it would be better for the patient to get to care where they could receive a CT scan. The balloon was ruptured at the hospital without issue and the patient received dialysis via access. The patient was reported to be doing well. The patient then came back to the site on (B)(6) 2023 for additional intervention on the access. The second procedure was completed without issue. There was no further impact to the patient.